Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed empirically based on the balloon issue sample picture provided in the evaluation methodology section. A review of the DHR and lot history was unable to be performed as the device work order information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. Per event description, ''during procedure balloon was found to be ruptured (blood return on negative; valve was never inflated.'' During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Given that there were no reported abnormalities during device preparation and the valve was not deployed, it is likely that the balloon was damaged after the delivery system was inserted through the sheath. In this case, the patient had severe calcification. It is possible that during navigation to the target location, the delivery system balloon came into contact with the calcified areas in the patient's anatomy, resulting in balloon damage and leakage when inflated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During procedure balloon was found to be ruptured (blood return on negative). The valve was never inflated. Another valve was prepared and was successfully implanted.